Event description:
It was reported that the deep brain stimulation (dbs) patient experienced impaired healing at the incision site on her scalp which caused irritation. It was assessed that her body was rejecting the leads and therefore, the patient underwent a full system explant procedure. There were no reported patient complications postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024. Block d2b: additional pro code selection that applies to the indication of this device <nhl>. Additional product(s) in device system: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-1416. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: vercise genus p16 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4).